Event description:
The sabo sag saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Ebox motor controller failure was identified as the probable cause of the device running without activation.